Manufacturer narrative:
B3 - date of event: unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd cassette caused the pump to trigger a high-pressure alarm, the cassette was replaced and flushed. After restarting, the alarm resolved and therapy continued without further issues. The incident occurred during patient use. There was patient involvement and no harm/adverse event reported.